Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-04040. Related manufacturer report number:3006705815-2023-04552. It was reported that the patient's leads were noted to have migrated. The lead migrations were confirmed via x-ray imaging. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein their scs leads and ipg were explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.